Event description:
It was reported that when using the bd pyxis¿ es server, all stations were on critical override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override due to incorrect time zone settings. A technical support specialist corrected the time zone using command shell run and verified the utc (coordinated universal time) time. The station's ntp (network time protocol) settings were updated as needed. The system functioned as intended after the technical support specialist troubleshot the device.